Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A ccc specialist remotely performed troubleshooting with the customer. They bleached the sample and vent port and manually aligned the integrated multi-sensor technology (imt) probe, which did not aligned. They performed advanced clean, replaced the imt sensor, after which precisions passed. The ccc specialist reviewed the quick check data, which indicated that rotary valve backlash, sample port, and rotary valve leak errors were triggered during the timeframe of the event. A siemens customer service engineer (cse) was dispatched to the customer's site. While inspecting the instrument, the cse found the sensor door not fully seated and the pump rate low. The cse power flushed and aligned the imt probe, replaced the pump tubing and the pump rate increased to an acceptable range. The cse aligned the imt probe, verified the bottom of cup (boc) alignments, rebuilt the rotary valve, after which quality controls (qc) and precisions passed. The cse returned the following day and replaced the imt probe with the new probe and performed alignments on the probes. The cse replaced the solenoid pump and the salt bridge valve on the imt. The cse also replaced the imt manifold degasser tubing assembly and verified operation in diagnostics. The cse ran a dilution check and qc, resulting as expected. The cse ran patient comparisons between the two dimension vista instruments, resulting satisfactory. A siemens headquarters support center (hsc) specialist reviewed the instrument data for this event and determined that pre-analytical factors, including sample handling, potentially contributed to the discordant result. The cause of the discordant, falsely elevated na result is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
A discordant, falsely elevated sodium (na) result was obtained on a patient sample on a dimension vista 500 instrument. The result was flagged with "delta check", indicating that the result did not match previous results obtained for the patient, and was not reported to the physician(s). The same sample was repeated on the same dimension vista instrument and on an alternate dimension vista instrument, resulting lower and matching with the patient's clinical history. The repeated results were reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely elevated na result.